Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In the evaluation of omsc, the reported phenomenon was duplicated, and it was found that the cable unit in the subject device had failure and that the video connector socket had a dent. The exact cause of the reported event could not be conclusively determined, but there was the possibility that this phenomenon was attributed to the failure of the cable unit due to the physical damage from external forces. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to omsc for evaluation. However, the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), it was found that the scope communication error b30 and e216 occurred on the subject device. Also, sorc found that the issue was attributed to the broken cable unit in the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.